Event description:
Related manufacturer reference number: 2017865-2023-04370. It was reported that the right ventricular lead exhibited high impedance. The patient was scheduled for a lead replacement. During the explant procedure of the right ventricular lead, the right atrial lead dislodged. Both leads were explanted and replaced. The patient was stable post procedure.